Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for malignant pain. It was reported that the patient had a pump that was improperly positioned. The nurse stated that they had tried to manipulate the pump. They wanted to turn it back over, but instead of flipping it left to right, they flipped it bottom to top. The catheter was supposed to be coming out of the left side, but it was still coming out from the right side. The healthcare provider (hcp) was going to come back and try to re-position the pump so it came out appropriately. Technical services (ts) reviewed that to check the integrity of the catheter, they could do a side port aspiration and/or dye study. Ts also reviewed confirming the actual versus expected residual volume in the pump.